Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 514 mg/dl at the time of incident. The customer was treated with bolus. Customer states the charger was not working. The customer declined troubleshooting. The device will not be returned for analysis.